Event description:
The patient claimed that the ok buttons does not respond. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Product analysis (pa) investigated the subject pump and noted the following : testing confirmed intermittent responses to button presses on the ok button. The pump was placed in suspension and then resume. The ok button worked after multiple presses. Pa confirmed damage to the keypad-the keypad is torn over the ok button, exposing the button contact. Also observed the ok button contact is inverted. Pa removed keypad cover to check condition of the button contacts and noticed contamination was present under the contacts of all buttons.